Event description:
It was reported that during a lar procedure, the non-active blade became loose. Another shear was then attached and the same issue occurred. No pt consequence.

Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time. Additional lot #=a4cf5c.